Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, leakage of medical fluid from the connector was observed. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: two (2) samples were received. The samples consist in four cassettes product from part number 21-7609-24. Samples were received without original package. Functional testing: the samples were test for leak by passing water through it; leaks were detected in the luer. The complaint is confirmed. Solvent bond verification: the samples were broken in the female luer to review if there is any issue with the bonding. Result: the tube is not fully inserted in the luer. The cause of the reported problem was traced to manufacturing - equipment / fixture: inadequate dispenser used in the operation. Action taken was - change the type of solvent dispenser, because it was identified is not the appropriate for this assembly. Validation of the new solvent dispenser was completed by march 23,2021 under (B)(4) after the complainant lot.